Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level above 600 mg/dl, after receiving an occlusion alarm. Troubleshooting with tandem customer technical services determined the pump functioned as intended and the infusion set site was the location of the occlusion. Customer administered manual injection to stabilize blood glucose levels. Customer did not provide infusion set manufacturer.